Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following sets of results within 10 minutes on the active system: 1. 22 mg/dl and 92 mg/dl 2. 112 mg/dl and 22 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device.